Event description:
It was reported that an asahi gaia second guide wire was used in a percutaneous coronary intervention (pci) to treat a calcified chronic total occlusion (cto) in segment 2 of the right coronary artery (rca). The guide wire was used to cross the cto by "drill" technique as usually performed at the user facility. It was impossible to bring a non-asahi turnpike microcatheter on the wire through the artery. It was impossible to bring a balloon neither. Decision was made to withdraw the guide wire when the radiopaque tip of the guide wire broke upon removal as it was impossible to remove from the coronary artery. The operator applied strong traction over the microcatheter and made the guide wire fracture. No attempts were made to retrieve the broken tip considering the risk of retrieval over benefit. Consulting with surgeons confirmed an open surgery was impossible to implement. The broken tip was left in the cto and the rest of the guide wire was removed. There were no patient sequelae since the coronary artery remains occluded.

Manufacturer narrative:
Manufacturing site: asahi intecc (thailand) co., ltd., pathum thani, thailand, registration number: 3003780911 the reported gaia second was returned for evaluation. Missing of the tip portion was confirmed on the returned guide wire. The fractured coil was elongated for approximately 270mm distal to the proximal solder that was originally located at 150mm from the tip. The fracture end of the core wire was found at approximately 130mm from the proximal solder. Necking, a characteristic of fracture caused by tensile stress, was observed on the fracture end of the core wire. The fracture end of the coil was twisted and showed a flat fracture surface. These findings indicated that the fracture was attributed to torsion that was likely generated as the coil was pulled to become straightened. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the provided information and investigation results, it was presumed that tensile stress generated with removal had most likely contributed to tip separation of the gaia second guide wire. The applied stress would localize and therefore exceed the product design limit when the tip was caught and restricted its movement by the calcified cto. It was concluded that this event was not attributed to product quality. No action is taken nor is planned to be taken as the instructions for use (IFU) states: [warnings] ~ observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. ~ never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. ~ if resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. [Malfunction and adverse effects] ~ separation of the guide wire.

Event description:
It was reported that an asahi gaia second guide wire was used in a percutaneous coronary intervention (pci) to treat a chronic total occlusion (cto) in the right coronary artery (rca). The guide wire was used to cross the cto by "drill" technique as usually performed at the user facility. It was impossible to bring a non-asahi turnpike microcatheter on the wire through the artery. It was impossible to bring a balloon neither. Decision was made to withdraw the guide wire but it appeared the radiopaque tip of the guide wire broke and was impossible to remove it from the coronary artery. The operator applied strong traction over the microcatheter and made the guide wire fracture. Consulting with surgeons confirmed an open surgery was impossible to implement. The broken tip was left in the cto and the rest of the guide wire was removed. There were no patient sequelae since the coronary artery remains occluded.

Manufacturer narrative:
Manufacturing site: asahi intecc (thailand) co., ltd., pathum thani, thailand, registration number: 3003780911 device evaluation could not be performed because the affected device was not returned. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the provided information and referring to known similar events, it was presumed that torsion generated in attempts to cross the cto by drill technique had likely contributed to tip separation of the gaia second guide wire. The applied stress would localize and therefore exceed the product design limit when the tip was caught and restricted its movement by the cto. It was concluded that this event was not attributed to product quality. No action is taken nor is planned to be taken as the instructions for use (IFU) states: [warnings] ~ observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. ~ never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. ~ if resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. ~ when torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction. [Malfunction and adverse effects] ~ separation of the guide wire.